Event description:
A pt reported blood glucose results of 329, 104mg/dl and 150mg/dl with a lifescan meter, performed methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.